Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The initial reporter named in was shortened due to field character limit; the full name is (B)(6)

Event description:
It was reported that during use on a patient, the temperature system in the cardiosave intra-aortic balloon pump (iabp) detected an over temperature condition, pump stopped and after 3 minutes was restarted. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the temperature system in the cardiosave intra-aortic balloon pump (iabp) detected an over temperature condition, pump stopped and after 3 minutes was restarted. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The compressor, scroll was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The temp sensor, threaded probe was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The technician installed the compressor with the customer's temp sensor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The national repair center started the test and the cardiosave pumped for 55 hours with no alarm of over temperature observed. A cardiosave trainer was used ,set at normal sinus rhythm 130 bpm, with a 40cc balloon and two depleted batteries. A second test was started on 08-apr-2021 with the same set up as above, but with the national repair center's temp sensor. The cardiosave ran for 31 hours with no alarm of over temperature observed. The compressor passed on both tests. To be determined if research and development wants to continue testing this compressor. Retaining the compressor in the national repair center per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to get the compressor hot, but no warning about temperature to high, was running in compressor output temperature reach almost 70 degrees. To fix the issue, the fse replaced the compressor, all filters, temperature sensor , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the temperature system in the cardiosave intra-aortic balloon pump (iabp) detected an over temperature condition, pump stopped and after 3 minutes was restarted. There was no harm or injury to the patient and no adverse event was reported.